Event description:
The suspect meter exhibited variation in test results when compared with the lab. The following test results were reported: inratio 1st 6.2 2nd test 6.3 3rd 7.7 lab 5.4 (test performed within 1 hour) customer sent additional strips for further testing follow up required.